Event description:
Reportedly, the ventilator was switched from ac to internal battery power when the pt was being transferred to a different bed. After a few minutes of the battery operation, the ventilator gave device alert and then shutdown. The nurse immediately ambu bagged the pt and switched to another ventilator. Please note that there was no permanent injury in this case.